Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting high frequency noise resulting in episodes of noise reversion and pacing inhibition. The patient was noted to be pacing dependent. The patient was brought into clinic for rigorous isometric testing, testing for diaphragmatic potentials, and pocket manipulation; however, noise was non-reproducible. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation at 11.7 cm to 11.8 cm from the connector pin consistent with friction to device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone.